Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting an "ER 2" message. Per the onetouch ultra owner's booklet, this error message indicates a problem with the test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at 3:00pm. The cca noted that the patient manages her diabetes with a combination of medications; however, the patient was unable and/or unwilling to disclose what action she took regarding her diabetes management as a result of the alleged error message. Approximately 4 hours after the alleged issue started, the patient claimed she became shaky, developed blurry vision and numbness/tingling on her lips. The patient reported treating self with glucose tablets. The cca noted that the patient tested on another device (brand unknown) and obtained a result of "66 mg/dl." It is not clear if the patient tested prior to or after the self-treatment. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and that the subject strips appeared in good condition. The alleged error message remained unresolved even after the patient attempted to test with a new vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.